Manufacturer narrative:
(B)(4). Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of red, pain, infection, swelling, allergies and blepharospasm are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: malfunctions and adverse events the following malfunctions and adverse events have been reported, potential adverse events are included but not limited. Adverse events. Clinically significant adverse events. Intravascular injection or tissue compression resulting in temporary or permanent blindness or stroke (cerebral ischemia, cerebral hemorrhage, cerebral infarction) other adverse events nodule, beading, granuloma, allergic reaction/hypersensitivity, herpes, loss/lack of correction, migration of the product/displacement, necrosis (caused by embolization and compression of blood vessels etc.), numbness/paresthesia, pain, abscess, infection, angioedema, discoloration/coloration, haematoma/ecchymosis, itching, inflammatory reaction, redness/rash, swelling/oedema, others (autoimmune disease, dizziness, deeper wrinkle/scar, dry skin, dyspnea, flu-like symptoms, headache, malaise, myasthenia, nausea, scar, symptoms of autoimmune/connective tissue disorders, syncope, vasospasm, vision abnormalities, blood vessel bulging, droop of corner of the mouth and cheek, salivation, hearing loss etc.).

Event description:
Patient reported having been injected with juvéderm vista voluma xc in the corners of the mouth and chin. Patient had concomitantly been injected with botox. Patient developed swelling a week later which they had thought was eczema at first but then their cheek had become red and they felt pain in their chin. Patient then visited a clinic and the doctor noted that it might be an infection. Patient was given antibiotics. Patient then went to a dermatologist since their entire cheek was red. Patient had wondered if their cheek became severely swollen because of the infection. The dermatologist diagnosed the symptoms with allergies and treated the patient with prednisolone. Patient returned to the clinic the next day and was treated with hyaluronidase in the chin. Patient had severe swelling "because it did not fit with [their] body condition." The swelling healed over 3 days since taking prednisolone. Patient returned to the clinic on the following month for another treatment with hyaluronidase to the corners of the mouth. The hyaluronidase used was different from the previous treatment. Patient had taken a test patch with the hyaluronidase before hand and confirmed there was no problem with it. Patient again developed redness. Patient visited an ophthalmologist since they had blepharospasm, redness and swelling. Patient had left the symptoms as they were for 2 months after the last treatment with hyaluronidase and continued to take allergy medications. Patient had felt redness and pain again about 2 months later. Patient later had a test patch for botox and juvéderm vista. The botox was no problem, but it was not ok for juvéderm vista. Patient continues to have hyaluronidase injections at the clinic and further follow observations.